Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address city: (B)(6).

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self-test check. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor, indicating that the self check test failed. Available details indicate that the user was guided to perform another self check, which the device passed successfully. No issues were observed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.